Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified solvent traces applied on the junction between the tubing and the luer lock. Visual inspection also identified an underinsertion of the tubing into the luer. The assignable cause of the leak was determined to be a bonding application failure and the underinsertion of the tubing into the luer. To address this problem, the local production process and procedure were updated to include full insertion at the junction tube/luer to prevent separation. The appropriate personnel were trained on the new requirements. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set with 3 way stopcock leaked. The customer stated that the leak was from between the tube and the luer lock. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.